Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged sleep apnea. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged atrial fibrillation (afib) induced by severe sleep apnea. No medical intervention was reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section b1, b2 corrected. Section h1 corrected. Section h6 health effect - clinical code which was missed in previous report was captured. Section h6 health effect - impact code corrected. Section h6 type of investigation findings and investigation conclusions has been updated.